Event description:
The facility reported a colleague infusion pump with constant alarming. It is unknown when or in which care area this event occurred. This condition may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: this involved an unremediated infusion pump with user interface module master software version 5.04.00. A service history review revealed that this device has been serviced one time prior to this event. The device has not been previously sent into service for the reported condition of "constant alarming." Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "constant alarming" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective channel a pump head module. The channel a pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.